Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps was used during a esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2010. According to the complainant, during the procedure the handle broke while attempting to obtain a biopsy specimen and the forceps would not close. The biopsy forceps and scope were removed in tandem from the patient. A wire cutter was used to cut off the tip of the biopsy forceps, and the forceps were removed from the scope. The case was completed with biopsy forceps manufactured by olympus. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The patient's weight is unknown. (B)(4), (jaws won't close). (B)(4) relates to (B)(4) for the reported event of jaws won't close. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.